Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. (B)(4). There are warnings in the package insert that state this type of event can occur: under possible adverse effects, number 1 states, ¿material sensitivity reactions. Implantation of foreign material in tissues may result in histological reactions involving various sizes of macrophages and fibroblasts.¿ also, ¿particulate wear debris and discoloration from metallic and polyethylene components of joint implants may be present in adjacent tissue or fluid. It has been reported that wear debris may initiate a cellular response resulting in osteolysis or osteolysis may be a result of loosening of the implant.¿ number 11 states, ¿wear and/or deformation of articulating surfaces.¿ number 14 states, ¿intraoperative or postoperative bone fracture and/or postoperative pain.¿ this report is based on allegations set forth in plaintiff¿s complaint, and the allegations contained therein are unverified. This report is number 1 of 2 mdrs filed for the same event/patient* (reference 1825034-2016-03373 and 03374). Not returned by attorney.

Event description:
Legal counsel for patient reported the patient's right hip was revised approximately 6 years post-implantation. This report is based on allegations set forth in plaintiff's complaint and the allegations contained therein are unverified. Additional information in medical records confirmed the patient's right hip was revised approximately 6 years post-implantation due to pseudotumor, synovitis, metallosis pain, and acetabular and femoral periprosthetic lysis. Operative report notes the presence of inflammation of synovium, pseudotumor, metal debris within the joint, acetabular and femoral periprosthetic lysis, gray and black material within the joint and loosening of a competitor femoral component. All components were removed and replaced with competitor components.